Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient's spouse found the patient vomiting and very weak. The cgm value was 315 mg/dl and the bg finger stick was 600 mg/dl. The spouse took the patient to the emergency department (ed). At the hospital, the patient was admitted, received IV insulin and normal saline, and was discharged 4 days later in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hyperglycemia.